Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing was leaking at site between (B)(6) 2024 to (B)(6) 2024. The blood glucose level of the patient ranged between 300 to 399 mg/dl. Moreover, the infusion set was used for couple of hours to one day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5.